Event description:
During circumcision, physician stated that the gomco was defective because she could not get instrument to clamp down good. After circumcision, physician noted bleeding at site. Several silver nitrate sticks were used by physician and bleeding stopped. Baby was monitored for bleeding after circumcision and no further bleeding noted. When examined, washer was found on gomco, but underneath the main part instead of next to the screw used to clamp the instrument. All parts were present. The washer is supposed to be on the top next to the screw when it goes for sterilization. When the instrument is given to the doctor, he/she can change it if they choose to. The washer did not break. No other device identifiers are available.